Manufacturer narrative:
Concomitant medical products: cook fusion wire lock, fs-wl-o-s, erbe electrosurgical generator, unknown model. Investigation evaluation: due to the condition of the returned device, we were unable to complete a full evaluation. Our laboratory evaluation of the product said to be involved found that there was catheter damage. The wire guide lumen of the sphincterotome has been fully utilized. The outer edge of the wire guide lumen exhibits fraying along the separation line. There is one strand of catheter material hanging off of the device but remains attached at one end, measuring approximately sixty-two (62) cm. Since the wire guide lumen was returned fully utilized, functional testing with a wire guide separating the wire guide lumen was unable to be performed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a corrective action has been initiated in an effort to reduce occurrences of this nature. Prior to distribution, all fusion omni-tome pre-loaded sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion omni-tome pre-loaded sphincterotome. After getting access of the common bile duct (cbd) with wire guide, it was impossible to peel off the sphincterotome [remove the sphincterotome from the wire guide]. Due to this problem, they lost the wire guide from common bile duct [lost wire guide access] and the wire lock was broken.